Manufacturer narrative:
(B)(4). Date sent: 4/2/2024 d4 batch #: a9dd7p additional information was obtained: the knife did not proceed because the device was used on thick and hard ligaments, and there was no bleeding. An electric knife was used to cut, and biclamp was used to coagulate. The patient is stable. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the lower end of the iblade tip broken, it does not return. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9dd7p, and no non-conformances were identified.

Event description:
It was reported that, during laparoscopic hysterectomy, when the device approached to the thick and hard tissue, the handle did not proceed, and the jaws could not close completely, and the device could not be pulled out from a trocar. The I-blade had come off from the rail of the jaw. The doctor pinched the I-blade with forceps and the jaw was closed, and the device could be pulled out from a trocar. The device was used on ligaments. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.